Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer states arm rest tube has broken at the weld. Dealer states the chair was brought in to him for service. The caller has no further information to provide.